Manufacturer narrative:
The endoanchors were not returned for analysis. Code (B)(4) has been deleted.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted. Two years post index procedure, a type I endoleak was observed. Aptus endoanchors were selected to treat the endurant stent graft for a proximal type I endoleak. However, the endoleak did not resolve and 10 days later an endurant cuff was added and the endoleak resolved. It was further noted that the cause of the type ia endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.